Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. Pump error 53 found in the insulin pump history, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and software error detected. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump again alarmed hardware low level failure at the time of self test. The insulin pump passed displacement test but failed self test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.